Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-feb-2016, fse arrived at the site to address the reported event. Inspection of the device revealed tht the 3-way substrate valve was defective. Fse rebuilt the valve, to temporarily allow the customer to run until the new part could be delivered. On 25-feb-2016, fse returned to the site to install the new 3-way substrate valve. He primed the lines, ran quality control (qc), and successfully performed several background checks. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to a defective 3-way substrate valve.

Event description:
On (B)(6) 2016, the customer reported substrate delivery issues with their a1a-900 analyzer. The customer attempted to troubleshoot by making new substrate and priming; however, the issue persisted. Additionally, they reported air in the substrate tubing line, and that the sustrate did not appear to be pulled into the analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2 and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.